Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a flashing display. The customer¿s blood glucose level was 98 mg/dl at the time of the incident. The customer stated that display was solid white. Troubleshooting was performed. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with a blank solid black lcd display. Failure isolated to display assembly. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test or verify missing segments or partial display due to blank display.